Event description:
Device 1 of 3.reference MFR. Report#: 1627487-2014-05863.reference MFR. Report#: 1627487-2014-05864.follow-up revealed the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the doctor reconnected the extensions to the lead tails. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2014-05863, reference MFR. Report#: 1627487-2014-05864. It was reported the patient has lost stimulation. Reprogramming to provide resolution was unsuccessful. An impedance check revealed low impedance on one contact. X-rays revealed the lead tails have pulled out of the headers of both extensions. As a result, surgical intervention (pertaining to the extensions) will take place on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.